Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb was evaluated and reseated. The sbc coin battery voltage and power supply voltage was also confirmed to be within specification. The system was tested and found to be working as intended and returned to service.